Event description:
It was reported by a healthcare professional the patient presented to the emergency room and was diagnosed with diabetic ketoacidosis (dka). Reportedly, the pod remained in use at the time of the emergency room visit. There was no further information available and the patient's account could not be verified; therefore, good-faith efforts for additional information could not be conducted. No further details could be obtained.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available . Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.